Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e012202. Health effect - clinical code :e1009. Health effect - clinical code :e0717.

Event description:
It was reported in a case report that with the patient's first implant, three years after implant the patient experienced vocal cord paralysis, dysphagia, and neck pain following a syncopal fall. Pain radiated from their jaw and chest and was resolved when the vns was disabled. The patient had their vns explanted and pain was resolved. It was also noted that after the fall the patient experienced an increase in seizures and shortness in breath. MFR. Report # 1644487-2024-00919 will house the increase in seizures MFR. Report # 1644487-2024-01046 will house all other adverse events the suspect device has not been received to date. No other relevant information has been received to date.